Manufacturer narrative:
The reported events were dislodgment and insulation damaged. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damaged was not confirmed. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead was dislodged, and the lead had an insulation damage. The lead was not used and replaced during the procedure. There were no patience consequences.